Manufacturer narrative:
The reason for this revision surgery is due to the patient's hip dislocating. The previous surgery and the revision detailed in this investigation occurred 3.9 years part. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to djo surgical for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the dislocation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as: patient activities, loose joint from inadequate soft tissue, excessive range-of-motion, patient bone deterioration or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's hip kept locating.